Event description:
The surgeon inserted the locking screw and the driver tip was broken. S/he was not able to remove the broken piece and there was left in the patient body. Details of the screws used are unknown.

Manufacturer narrative:
Manufacturing and inspection records were not reviewed because the device batch number is unknown. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00173.